Manufacturer narrative:
With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's supratherapeutic inr and recent history of bleeding events. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual address guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient reported with a four day history of dark tarry stools, fatigue, lightheadedness, shortness of breath, abdominal pain and nausea and vomiting.  At the time of the event, the patient was taking coumadin; but no aspirin.  Two days after the onset of his symptoms, the patient had opted to discontinue his coumadin and presented to the emergency room on (B)(6) 2016.  Labs findings at admission included anemia and a supratherapeutic international normalized ratio (inr).  He received two units of packed cells and two units of fresh frozen plasma on (B)(6) 2016.  He was admitted to hospital and treated by holding his coumadin and with the transfusion of four more units of packed cells to maintain a hemoglobin over seven.  The patient's bleeding was felt to be associated with his elevated inr and he received no further intervention.  The event was reported to have been resolved on (B)(6) 2016 and he was discharged home.  His coumadin and aspirin were resumed on (B)(6) 2016.  The primary investigator reported that the event was related to the patient's condition and to his elevated inr and unrelated to the hvad system or procedure.